Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed two charge timeout alerts were recorded. Visual inspection noted the device case was slightly swollen over one of the high voltage capacitors. A manual capacitor reformation was performed and noises indicative of arcing energy were heard from within the device case. An x-ray of the device noted one of the high voltage capacitors was swollen. The device case was removed in order to facilitate inspection of the internal components. It was determined that the observed long charge time and the device behavior during analysis was indicative of arcing damage within the high voltage capacitor. The root cause for the arcing could not be determined.

Event description:
It was reported this device exhibited a code 1007 indicating a long charge time occurred. Data was reviewed indicating a capacitor reformation was attempted however could not be completed due to a charge time greater than 45 seconds. The device was also noted to have reached elective replacement indicator (eri). Troubleshooting options were discussed for in-clinic testing. Technical services also discussed considering device replacement. Subsequently, the device was explanted and successfully replaced. No additional adverse patient effects were reported.